Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A caregiver reported that the customer received a low scan of 2.9 mmol/l on the sensor compared to an adc meter result of 18.4 mmol/l. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It was further reported that the customer experienced a loss of consciousness and had contact with a healthcare professional who administered liquid and insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed for the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A caregiver reported that the customer received a low scan of 2.9 mmol/l on the sensor compared to an adc meter result of 18.4 mmol/l. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It was further reported that the customer experienced a loss of consciousness and had contact with a healthcare professional who administered liquid and insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.